Event description:
An olympus endoscopy support specialist (ess) reported that during an onsite reprocessing in-service at the customer¿s facility, it was noted that the scope was being improperly reprocessed. During the in-service, the ess found the customer only suctioned 500ml of detergent during precleaning and they do not suction air after the detergent. The customer also stated they leak test in the detergent rather than water. The customer did not have an maj-222 (olympus suction cleaning adaptor). The customer uses a non-olympus scope buddy for the flushing steps during manual cleaning. During the flushing steps, the customer did not allow the scope to soak in the detergent for the detergent-specific soak time. The automated endoscope reprocessor (aer) used is a dsd (non-olympus). The device was immediately reprocessed according to the olympus reprocessing manual. There were no associated patient infections reported.

Manufacturer narrative:
The ess completed the reprocessing in-service at the facility, which consisted of all cleaning, disinfection, and sterilization information contained in the olympus instruction manual. The ess was not able to demonstrate the suction steps during manual cleaning using the maj-222 due to lack of suction capability in the reprocessing room in the department. The subject device was not returned to an olympus service center for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, although a conclusive root cause could not be determined, it is likely that there was a difference in device handling and reprocessing between what was recommended by olympus and what the user facility was performing. The device's reprocessing manual provides the following warning, which may help to prevent the issue: "1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them." There is description regarding leak test in ¿1 fill a clean, large basin with the water¿ and ¿5.4 leakage testing of the endoscope, perform the leakage test¿. To prevent clogging of the nozzle, the manual instructs to use a cleaning adapter. ¿5.5 manually cleaning the endoscope and accessories, equipment needed.¿ olympus will continue to monitor field performance for this device. H3 other text : device reprocessed on-site.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer feedback. Olympus will continue to monitor field performance for this device.